Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event following strenuous activity, after which the user ate a meal without announcing it; the medical device problem and device component could not be determined due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings and insufficient information, and no specific device problem or component could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.